Event description:
Caller tested 2.1 inr and 3.2 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
(B)(4). Baxter product surveillance followed-up with the nurse, who stated the patient was doing fine and continuing therapy without issues. No patient injury or medical intervention was reported. This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient (hp) stated one of the supply bags fell and became disconnected. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) with the homechoice machine. The home patient (hp) stated one of the supply bags fell and became disconnected. The hp was advised to start over with new supplies. The hp would call back with any problems. The proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report